Event description:
The customer reported that the tube failed on the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the tube and chain tightener. The system operates as intended.